Event description:
While evaluating an olympus colonovideoscope, it was discovered that foreign material was evident inside the air/water channel. There was no patient involvement during this event.

Manufacturer narrative:
The evaluation of the event is still on-going. Should additional information be received a supplemental report will be provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1 address: olympus, added: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The foreign material may have not been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. A definitive root cause cannot be determined. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500dl/I reprocess manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.